Event description:
Following a diagnostic catheterization procedure in 2003, a vasoseal elite was deployed. Blood was noted in the sheath prior to deployment of the collagen. A small hematoma was noted post deployment and manual pressure was held for approximately five minutes. The site was soft with positive pulses. The patient was transferred to the recovery area. The patient complained of leg pain so a doppler ultrasound was performed and a pseudoaneurysm was found. The patient's ptt was very high so ultrasound guided compression was performed the next day. The patient was discharged home 2 after event. No further details were available.